Event description:
Complaint investigation when a consumer reported receving a high reading of 268 mg/dl on a medisense precsion xtra monitor when compared to a laboratory result of 150 mg/dl. These values, when plotted on a clarke error grid, fell into the "c" zone showing the difference in the results to be clinically significant. There was no death, serious injury or medical intervention associated with the event.